Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Multiple episodes of right ventricular lead noise and oversensing were noted on merlin.net. It was also noted that the r wave and impedance had decreased and threshold had increased. X-ray examination revealed the rv lead was dislodged due to twiddler's syndrome. The lead was capped and replaced. The patient is in stable condition.